Event description:
The hcp reported that the pt expired; the cause of death was unrelated to the implanted system. The hcp did not specify the cause of death; no other details were available. The pump was used to deliver morphine sulfate, clonidine, bupivacaine.

Manufacturer narrative:
.